Event description:
A site reported to rxsight that a capsule tear occurred during implantation of a light adjustable lens. The lal was removed from the eye during the same surgery, a vitrectomy was performed and a different lal was subsequently implanted in the sulcus.

Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).